Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing, intermittent low blood glucose (bg) levels. Lowest bg reported was 52 mg/dl; cause of the low was unknown. Customer consumed carbohydrates to address the low bgs. Recommendation was made to consult with a healthcare provider regarding diabetes management.